Event description:
Patient was bolused via tubing of nimbus. When disconnecting extension tubing the nimbus tubing cracked. The decision was made to discontinue the block. Pain control plan was discussed with primary team. Initial placement was done with ultrasound guidance and was successful and uneventful.